Manufacturer narrative:
H.6. Investigation: one (1) sample was received from the customer for investigation. The returned sample was visually examined and was found to be clogged as light was not able to pass through the needle. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that a needle clog was found before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "another clogged needle. Same situation. Patient was not involved. Needle clog again was identified prior to use on patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog was found before use with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "another clogged needle. Same situation. Patient was not involved. Needle clog again was identified prior to use on patient."